Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was not known. Customer administered a manual injection and performed pump supplies change to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.